Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed to load new cartridge, was able to resume insulin successfully.